Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that the second implant was completely blocked and could not get deployed. A backup device was available to complete the procedure. There was a reported delay of less than 30 minutes. No patient impact was reported.

Manufacturer narrative:
Device investigation narrative - four fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of the devices showed the depth limiter has been removed from three devices. No ts or suture were returned for examination. Needles are bent on all four devices to varying degrees. The devices were functionally tested for proper actuator advancement and cycling and would not function as intended. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ further investigation is not warranted at this time.